Manufacturer narrative:
Corrected to reflect the product problem. Product problem and adverse event does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown, pli - 10:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) stated it was taking 8 hours to recharge the ins, which was longer than in the past. Pt stated he was only able to get 4 coupling boxes where as in the past he could get "80%" coupling. Pt stated it would take long enough that he had to plug in the implantable neurostimulator recharger (insr) again/"twice" while charging to complete the charge of the ins. The pt was instructed to reposition antenna over ins and turn antenna dial. The pt first reported 6 coupling boxes, then 4 after turning antenna dial; the pt stated the antenna was positioned sideways into the skin. It was mentioned that the pt had fallen several times. The patient was redirected to their hcp to assess ins area regarding falls and/or if antenna does not resolve issue. The patient was transferred to repair and the antenna was replaced. No symptoms were reported. No further complications were reported.